Event description:
It was reported to boston scientific corporation that an advanix pancreatic pigtail stent was to be implanted in the pancreas to treat a stricture due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2024. During the procedure, the distal part of the stent was kinked. The procedure was completed with another advanix pancreatic pigtail stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of a stent kinked.